Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01676, related manufacturer reference number: 2017865-2020-01677, related manufacturer reference number: 2017865-2020-01679. It was reported that the patient presented at a follow-up in clinic with an apparent hole in the skin above the incision site as a result of pocket erosion. The physician confirmed that there was an infection but did not allege it was related to any abbott product or procedure. The physician explanted the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead and replace the system with a temporary pacemaker. The patient returned on (B)(6) 2020 for re-implantation with a dual chamber implantable cardioverter defibrillator system. The patient was in stable condition.